Event description:
The reporter stated her total hip replacement immediately failed but the surgeon failed to recognize it. She went to a different surgeon in miami and was told both parts had fallen out. Because of this, she was on bed rest for 8 months, had severe bone loss and pain.